Manufacturer narrative:
A ge service representative performed an on site investigation. The power switch, battery pack, and the interconnect cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the left monitor was intermittently flickering off and on. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.